Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2014, patient had myocardial infarction. Target lesion was a 28 x 2.5mm concentric, de novo lesion located in the non tortuous and moderately calcified distal right coronary artery with 100% stenosis. Target lesion was treated with predilation, placement of a 2.50 x 28mm promus element¿ plus stent, and post dilation resulting in a well apposed stent. The same day, the patient developed stent thrombosis and was treated with balloon angioplasty. The patients' status is stable.